Event description:
It was reported that the right atrial (ra) lead had dislodged and fractured. The physician attempted to reposition the lead but was unsuccessful. It was noted that the ra lead helix would not retract. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.